Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the cable fit loosely into the usb port and had to be held in place to receive charge. The pump was able to be charged successfully with an alternate usb cable. There was no impact to the customer¿s blood glucose. Replacement cable was sent to the customer.